Event description:
It was reported that the patient underwent a surgery successfully using an interspinous spacer at l3 to l4. Approximately 9 months post-op, patient's symptoms relapsed, for which additional surgery was required. The patient underwent laminectomy, discectomy, and tlif along with removal of implant and it was noted by the surgeon that this patient was severely sclerotic. The physician considered that the event of symptomatic relapse was due to the patient-specific factor and was not causally related to medtronic products.

Manufacturer narrative:
(B)(6). (B)(4).